Event description:
In late 2008, the lay-user/patient contacted lifescan alleging that a one touch ultra meter would not power on. The patient tests her blood glucose 3 times a day. She takes sliding-scale regular insulin and 70/30 insulin based on her meter readings. She also takes lantus insulin. The patient was unable to recall what date/time the alleged meter issue began. As a result of the alleged meter issue, the patient claimed that she was unable to test her blood glucose for an unknown period of time. During that time, the patient indicated that she was unable to take her sliding-scale insulins as prescribed. She mentioned, however, that she did take the sliding-scale insulins at times. The patient claimed during the time that she was unable to test, she suffered symptoms of chest pains and sweating. The patient attributed the chest pains to high blood glucose levels and the sweating to low blood glucose levels. The patient was unable to recall what actions she took in response to developing the symptoms. The patient did not have a replacement battery for troubleshooting. She admitted that she had not replaced the device's battery according to the owner's manual. The meter, test strips, and control solution were replaced. The complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms that can be associated with severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.